Event description:
Reporter alleged having discrepant blood glucose results of 394 mg/dl versus 84 mg/dl and 157 mg/dl versus "lo" (less than 10 mg/dl) when comparative testing was performed a few minutes apart on the compact plus system. No actions or inactions were reported taken, based on these values. A request was made for the return of the suspect product and replacement product was sent.